Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 422 mg/dl with large urinary ketones, polydipsia, polyuria and vomiting. The patient was reportedly hospitalized and treated with insulin via the insulin pump, insulin drip and intravenous fluids. The reporter alleged inaccurate delivery of insulin to the patient by the insulin pump. The reporter stated they did not have time to complete troubleshooting of the device with animas customer support at the time they phoned to report this issue. Animas customer support has made several attempts to contact the reporter in follow up to complete device troubleshooting; however, the reporter has not responded to those attempts. At the time of this report, the device is not expected to be returned to the manufacturer for product investigation. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate insulin delivery issue by the pump.